Event description:
The reporter indicated the surgeon implanted an icl implantable collamer lens, into the patients right eye (od). The patient experienced a refractive surprise and the lens remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Expiration date: unk. Claim # (B)(4).